Event description:
It was reported high impedance was found on all contacts. Reprogramming attempts have restored effective stimulation on more than one occasion, but high impedance remains an issue. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.